Manufacturer narrative:
Other text: b3: date of event unknown one infusion pump was received for evaluation. Visual inspection found tamper seal broken, the top case is non-original equipment manufacturer. The bottom case is cracked. Event history log show "travel course reverse". Occlusion test was performed and the reported issue was duplicated. The cause of the reported issue is the clutch halves need to be replaced. It was determined that both clutch halves would be replaced as will the top and bottom case. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported the device is exhibiting travel coarse error. No patient injury.